Event description:
It was reported that the implant seemed to have moved so that it was ¿in different pieces.¿ the patient felt it in the back and it felt like ¿the size of a quarter.¿ at the date of this report it was more difficult to determine where to place the antenna for communication. As a result the patient had trouble getting the programmer to work because of the difficulty in finding the implant. It worked until recently and gradually had trouble finding it. The patient was receiving ¿better than 50%¿ and was urinating ¿about 50%¿ less. The patient just had to raise it a little or change it to keep the effect. The patient had to make these programming alterations since the device was implanted for ¿more optimal symptom control.¿ the patient noted that it was ¿random symptom control¿ or ¿help¿ from the device. It was noted that ¿recently¿ the patient had lost fifty pounds. It was noted that two and a half years ago, the patient had a ¿bypass¿ in the lower intestines that affected the lungs ¿and everything.¿ the patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v082961, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).